Event description:
It was reported that the implant at tooth location #3 was removed due to infection and bone loss. Symptoms as a result of the event: abscess.

Manufacturer narrative:
This medwatch report is being submitted to replace MFR report# 0002023141-2023-02871 that was submitted on 10/12/2023 in error under the incorrect report number. Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided b5: this date is the submission date of the medwatch report for MFR# 0002023141-2023-02871 which was submitted and passed on 10/12/2023. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.